Manufacturer narrative:
The condition of failed to audibly alarm was confirmed through evaluation and was found to be due to a disconnected rear harness connector. The rear harness connector was reconnected to correct the condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of "failure code 550:320:844:0000 failed to audibly alarm."

Event description:
During device evaluation by baxter on a colleague infusion pump failure code 550:320:844:0000 failed to audibly alarm. There was no patient involvement, injury, or medical intervention associated with this device. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.